Event description:
Customer reported a falsely elevated advia centaur troponin ultra (tni ultra) result that was considered discordant upon testing of serial draws and compared to testing of the original sample on an alternate method. The patient was hospitalized and serial samples were drawn for tni testing based on the falsely elevated result. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
There is not enough sample available to be sent to siemens for testing. Subsequent sample draws from the same patient did not confirm the initial results. Customer did not feel service was warranted because the issue appears to be sample specific. The cause of the discordant troponin ultra results is unknown. The instrument is performing within specification. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."